Event description:
The customer reported the system left monitor screen went blank. The field engineer noted that one of the stored patient images was gone. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.